Event description:
It was reported that the patient complained of knee subluxing. Nothing was explanted in this revision. Patient¿s knee was being manipulated under anesthetic.

Manufacturer narrative:
(B)(4). The associated complaint devices were not returned. The clinical/medical team concluded, details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the information provided, the reported ¿22 degrees internally rotated¿ tibial component was the contributing factor to the subluxing and subsequent revision procedure. The patient impact beyond the reported subluxing, tibial component revision and an expected post-operative recovery phase cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.